Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under warnings: intraoperative or postoperative bone fracture and/or postoperative pain. Following review, no new risks were identified. Literature: rai, paul, davies, owain, wand, jon & bigsby, ewan. (2015) long-term follow up of the copeland mark iii shoulder resurfacing hemi-arthroplasty. Journal of othopaedics. Jor-190; no. Of pages 5. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received from a review of a journal article titled, "long-term follow-up of the copeland mark iii shoulder resurfacing hemi-arthroplasty". Review of the article identified an unknown female patient fell two years post op and underwent a shoulder revision due to greater tuberosity fracture. This failed to unite with conservative management and the patient was revised after ten months to a total shoulder replacement. There was no further information regarding the patients outcome.